Manufacturer narrative:
An event involving an unknown liner regarding dislocation was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusions: it was reported that the patient was revised due to dislocation. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Revision of 40h liner and 40 +4 head to constrained h liner with 32 +0 head and v40 to c taper sleeve. Left side. Reason for revision was multiple dislocations.